Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and elevated ketones. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's ketones became elevated while wearing the pod between 36 and 48 hours on the abdomen. Patient's adhesive was found loose and mother advised this had resulted in ketones measuring 4.2. Although no specific blood glucose level was provided, patient was administered a manual injection of insulin (4.2 units) by endocrinologist, as treatment. It should be known that exact date of occurrence is not known and patient was swimming, prior to event.